Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised due to knee pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were lps-flex option femoral e-r catalog # 00596401552 lot # 60291686. Catalog #00111314001, palacos r+g bone cement, lot #unk, this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Op notes for the primary surgery were reviewed with no significant findings. Op notes for the revision surgery were also reviewed in which it is stated that during the surgery surgeon noted that the tibia had subsided significantly and was grossly loose. It is also mentioned that some photographs of the subsided tibia were taken and loosening was seen at the cement metal interface. X-rays were not provided. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the additional information provided. Visual evaluation of the returned device shows signs of use and bone cement remains on the femoral and tibial components. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information, it was reported that the tibial component was loose and subsided.